Event description:
(B)(4)). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. Consumer stated that essure has robbed her normal, productive, successful life for 8 years now; she has constant pelvic pain, seizures, joint replacement, uterine ablation, and about 70 other problem; she stated that could not say if either happened or worsened since the placement of this toxic product into her body. Ptc investigation result was received on 20-sep-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Internal correction on 24-nov-2015: during internal review it was notified that the previously reported initial receipt date 06-aug-2015 is incorrect. The correct initial receipt date of the case is 09-aug-2015. Follow up 29-apr-2016 and 03-may-2016: upgraded to incident. Follow up information was received from consumer via social media on 29-apr-2016 in which she mentioned that essure made her so sick that 3 months after removal, life was completely different and better. Essure took so much from her life and was poisoning her for 8 more years. (B)(4). In (B)(6) 2008 consumer stated that her 6 child was 5 months old. She asked about nickel and was told it was not enough to worry about even though she had a nickel allergy. She had her 3 month check and was told everything was blocked. Over the years, since she had essure, she has had constant pain that has spread all around her body. She could no longer remember important things, she completely forget when an appointment is within 5 minutes. She was constantly exhausted, her teeth were falling apart, she had problems with her back that she never had prior to essure. She had gone to stand up with no feeling in her arm or legs and fallen to the ground. She has now been diagnosed with fibromyalgia. In addition, she had not a perfect record of essure preventing pregnancy. She just had early miscarriages, she has had 5 times over these 7 years. Every time that she had a positive pregnancy test, then it would be followed by a painful period within a couple days. She wants essure removed from her body, she is scared of having a hysterectomy or just the tube removal. She stated that pet fibers and continue to cause inflammation in your body long after the tubes are sealed and knowing they are linked to cancer. She is seeing a doctor to get her essure. The other pregnancy linked cases are (B)(4). Minor correction on 03-may-2016: start date of essure ((B)(6) 2008) was added. New quality safety evaluation received on 17-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had seizures, joint replacement and uterine ablation. According to information from duplicated case, she also experienced early miscarriage and constant pelvic pain. These events were considered serious due to medical importance and are unlisted according to essure's reference safety information, except pelvic pain which is listed. Pelvic pain may occur during essure use. Therefore, considering event's nature, causality with essure use cannot be excluded. Unintended pregnancies may occur during essure use. In this case, since the confirmation test confirmed the tubal blockage, causality between pregnancy and essure use cannot be excluded. Although the gestational age had not been provided, spontaneous abortions occur mostly during the first 12 weeks of pregnancy and the vast majority of cases are due to chromosomal and genetic abnormalities. Thus, causal relationship between spontaneous abortion and essure use is very unlikely. In regards of other serious events, limited information was provided. Neither the reason for uterine ablation and joint replacement nor consumer's concomitant conditions was provided. However, considering essure local action at fallopian tubes and events nature causality with the suspect insert is considered unlikely. As device removal was required, this case is regarded as incident. In addition non-serious events were reported. Product technical complaint analysis concluded that, based on the available information, there is no reason to suspect quality defect of the product. The outcome of the investigation resulted in an unconfirmed quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-(B)(6)) on 06-aug-2015. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 6. Concurrent conditions included nickel sensitivity. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure ("seizures"), abortion spontaneous ("early miscarriage"), adverse reaction ("about 70 other problem"), device toxicity ("essure poisoned her"), pain ("constant pain that has spread all around her body / pain waist down"), memory impairment ("can no longer remember important things"), fatigue ("constantly exhausted"), tooth fracture ("teeth are falling apart "), back disorder ("had problems with her back"), hypoaesthesia ("stand up with no feeling in her arm or legs and fallen to the ground "), fall ("stand up with no feeling in her arm or legs and fallen to the ground"), fibromyalgia ("fibromyalgia"), dysmenorrhoea ("painful period"), arthralgia ("hip pain") and back pain ("lower back pain"), underwent joint arthroplasty ("joint replacement") and endometrial ablation ("uterine ablation") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery. Essure was removed. At the time of the report, the pelvic pain, seizure, joint arthroplasty, endometrial ablation, abortion spontaneous, pregnancy with contraceptive device, adverse reaction, device toxicity, pain, memory impairment, fatigue, tooth fracture, back disorder, hypoaesthesia, fall, fibromyalgia, dysmenorrhoea, arthralgia and back pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adverse reaction, arthralgia, back disorder, back pain, device toxicity, dysmenorrhoea, endometrial ablation, fall, fatigue, fibromyalgia, hypoaesthesia, joint arthroplasty, memory impairment, pain, pelvic pain, pregnancy with contraceptive device, seizure and tooth fracture to be related to essure. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events hip pain and lower back pain added. New reporters added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs